Event description:
A site reported that the table rapidly moved upward to its maximum height and stopped on its own as the operator was preparing for a scan of a pt. The pt was quickly removed from the table. There was no injury to the pt.

Manufacturer narrative:
Under (B)(6) law, pt info is considered confidential and will not be released by the hosp. Ge healthcare service inspected the table and found that the system's elevation actuator had broken, allowing the gas spring to drive the table up uncontrolled to the maximum height. The actuator was replaced. The actuator was not made available for further eval, however, this issue has been previously investigated. During actuator failure, the table can rise up if the gas springs are in good condition and a certain combination of table height and pt weight is present. The table will not rise up when it is holding a heavier pt at lower table elevation height. A 360mm or more clearance exists between the gantry covers and cradle when table is at maximum hard stop elevation after actuator failure. Over 99% of the population has a chest depth that fits inside of 360mm clearance. Analysis showed that pts with greater than 360mm chest depth would not be raised up during actuator failure. The gas springs cannot overcome the pt weight/table height combination when a large pt is scanned. A new actuator design was introduced into forward production in dec of 2009. The original actuator design used a ball screw that transitions from a larger diameter to smaller diameter for attachment to a spline gear. The new actuator has a large fillet added to the ball screw at the diameter transition point to decrease stress concentration and reduce the probability of failure.